Manufacturer narrative:
(B)(4). Date sent: 03/04/25. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Please provide more details for "the stapler got stuck"? Surgeon did not remember any details. 2. Was the firing sequence started but not completed? This is my understanding. 3. Did the device deliver any staples? I believe so. 4. If yes, were the staples formed properly? Believe so. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Believe so. 6. Were there staples missing from the staple line? Was not mentioned. 7. Did the device cut? Believe so since they manually returned the knife blade. 8. If yes, was the cut line complete? Not sure. 9. Could you please clarify if there were any patient consequences? No patient issues. Replaced device and finished the case. 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not that I know of. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number c9el85 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown transplant procedure, it was observed that the device got stuck on the second firing. Unknown if home was attempted. Manual override was used to remove the device. Another like device was used to continue with the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.